Manufacturer narrative:
The device has not been returned to the manufacturer. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Damaged dacapo powerpack was observed. The user reported that the powerpack was not functional and requested a check of the product. A crack was found, but there was no electrolyte leakage, no damage to the health and no injury.

Manufacturer narrative:
The returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, a mechanically damaged housing was observed, most likely due to external mechanical stress. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
Damaged dacapo powerpack was observed. The user reported that the powerpack was not functional and requested a check of the product. No damage to the health and no injury has been reported. The powerpack will not be returned to headquarters due to iata regulations.